Event description:
On (B)(6)2008, the patient was implanted with a scs system. On (B)(6)2010, it was reported that the patient could not feel the stimulation and high impedance was observed on the lead contacts. The patient admitted to falling on his knees prior to losing the stimulation. The sales rep met with the patient and reprogrammed the settings. Pt however, was only able to feel the stimulation in his stomach. The ipg does not communicate with the programmer or charger. The ipg was explanted and replaced on (B)(6)2010.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and no visual anomalies were noted. The ipg passed the auto test and communication testing with the blue screen utility device and the lab programmer. Conclusion: the reported complaint could not be confirmed. The ipg passed functional testing and appears to be in good condition. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.